Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event one day after onset. The cause was unknown. The patient was treated with an injection of vancomycin (2 grams), an injection of fortum (1 gram) and an injection of heparin (0.5 ml). Patient outcome was unknown. It was not reported if therapy was ongoing. No further information is available.